Event description:
The following compliant was reported: territory mgr was demonstrating control device; air removed from syringe and filled with 45cc of water. During the demonstration the balloon was inflated with approximately 40 ccs and pooped. However, she was able to fill the balloon with the remainder for the solution in the syringe.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow- up report will be submitted. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.